Event description:
As reported by the user facility (translation of user facility information by bbm sales organization of the (B)(4)): details of incident: syringe driver stopped mid infusion with alarm code 1159. A second pump was found, infusion re-commenced and it stopped again 2 minutes later with same alarm code. A separate incident occurred on another pt in the same unit, on the same shift with same alarm code. Details of injury: pt involved in the first incident required immediate fluid resuscitation as the pump was delivering inotropic therapy. Nil reported harm to the pt in the second incident. [...] MFR reference # 9610825-2013-00153.